Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been dislodged shortly after implant and was detected through x-ray prior to discharge. This lead remained in the ventricle, but the coil was no longer an optimal position, and the lead was not stable. The physician did rv lead revision on the same date and successfully repositioned the original lead. This lead remains in service. No additional adverse patient effects were reported.